Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a t-connector became loose from the catheter hub. There was minimal bleeding due to this issue and that the t-connector was re-secured. There was no patient injury or medical intervention associated with this event. No additional information is available.